Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of low battery alert, excessive no delivery alarm, physical damage and failed battery test from the insulin pump. The customer woke up with high readings over 200 mg/dl. The customer had high and lows sneak up on her since off the pump. The customer had a second heart attack due to diabetes. The customer changed the batteries every 3 weeks, the pump rejects new batteries. The customer stated that there is a scratch on the screen. The customer stated that there are random no delivery alarms. The customer declined to speak with helpline.